Manufacturer narrative:
This report is filed on november 26, 2018.

Event description:
Per the clinic, the patient experienced skin necrosis at implant site following trauma to the head, the patient was treated with medication (type and date not reported) and will continue to be clinically managed.